Manufacturer narrative:
No prod will be returned for eval.

Event description:
The pt stated that her blood glucose elevated to 379 mg/dl. She stated that she bolused and her blood glucose lowered to 319 mg/dl and she feels nauseous. She stated that there was a large air bubble in the insulin cartridge that was causing the elevated blood glucose. The pt was instructed on how to remove the air bubble from the insulin cartridge. She stated that she planned to bolus to lower her blood glucose. Upon follow up, the pt stated she has had no further issues and her blood glucose is "fine." The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.